Event description:
The initial iliac leg was not long enough to reach the landing zone. The iliac leg landed very short of the internal iliac. The physician chose to add an iliac leg extension in order to provide adequate coverage to the iliac artery. Once placed, no endoleaks were noted.